Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported being hospitalized following a low blood glucose (bg) event that occurred on 30-jun-2025. The user stated that ems was called to their home for a bg of 33mg/dl and provided treatment to bring bg back into range. A family member subsequently transported the user to the hospital, where IV treatment was administered. The user did not receive insulin while hospitalized and reported no memory of the event.